Event description:
It was reported that cartridge alarm 30 occurred during cartridge load process and caller followed prompts to remove used cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller, with assistance from technical support, loaded new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved; no additional information was received regarding any further outcomes.